Event description:
During a great toe osteotomy correction, the surgeon screwed the wire down to the plate. He then tried to back the wire out slightly, and hit 'forward' on the drill in error. Part of the wire broke and is still in the patient's toe bone. Plate and screws are in place correctly. Surgeon expects to be able to remove the wire fragment at the scheduled removal of hardware at an as yet undetermined date.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.